Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation was working, but the patient had an incident with a kid in that the kid "collated" with the patient while the patient was recharging the battery, and then the battery was not working as expected. It was noted that this occurred approximately on (B)(6) 2019. The hcp spoke with the patient and requested the patient to ensure an appointment was attended as soon as possible. The patient¿s primary indication included radicular pain syndrome and failed surgery syndrome (fbss). No symptoms were reported. No further complications were reported/anticipated.